Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a proximal femoral nail antirotation system (pfna) was applied to a surgery for femoral fractures. During the procedure, the surgeon tried to lock the blade after inserting into the affected site but the blade would lock, causing the impactor to come off the blade. The surgeon removed the sleeve and aiming arm and tried to lock the blade again but the shaft of the impactor spun without engaging the blade. The surgeon attached the impactor to the blade by rotating the impactor counterclockwise then removed the blade using a hammer. The surgeon inserted another blade-95 mm into the affected site. The surgery was completed with a 30-minute delay. It was also noticed that the hexagon-shaped part of the impactor (the tip of the impactor) did not reach the hexagon-shaped part of the blade (the recess on the blade). There was no adverse consequence to the patient. Concomitant device reported: unknown sleeve (part# unknown, lot# unknown, quantity# 1), unknown aiming arm ( part# unknown, lot# unknown, quantity# 1), this report is for one (1) pfna-ii blade l90 tan. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.027.053s; lot: l976247; manufacturing site: bettlach; release to warehouse date: july 19, 2018; expiry date: july 01, 2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: (B)(4). Selected flow: 2. Device interaction/functional. Visual inspection: the complained pfna-ii blade was received in completely unlocked position. The locking screw inside the sleeve was inserted completely. The position of this locking screw is too deep which does not allow to lock them accordingly. The blade could be turned freely. No signs of damage / use could be identified. The device is in good condition. Functional test: after unscrewing the locking screw in correct position, functional test was possible. The carried out functional test could not reproduce the reported problem. The complained blade could be locked and unlocked as intended. The blade in question is in faultless condition. Therefore, this complaint is classified as unconfirmed. We recommend considering pfna-ii surgical technique guide section 8; assemble pfna-ii blade on impactor to prevent any problems. No product problem could be identified. The root cause was identified during the performed cq evaluation and therefore, in the investigation flow, listed remaining investigation step are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.